Event description:
On 4/10/2000 the account reported an axsym beta human chorionic gonadotropin result of 233 mlu/ml. The pt's previous result from 4/4/2000 was 1000 mlu/ml. The physician questioned the result from 4/10/2000. The sample was repeated on 4/12/2000 and was 18,000 mlu/ml. Another sample which was obtained on 4/12/2000 was run and was 27,000 mlu/ml. No injury was reported.